Manufacturer narrative:
The insulin pump was received with frozen display and constant tone, due to corroded electronics assemble. Moisture damage was found in the motor home switch.

Event description:
Customer reported that he had high blood glucose of 348 mg/dl due to he was swimming and he forgot his insulin pump on, and it was fully submerged in water. Nothing further was reported.